Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. Should the device return at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges during a peripheral vascular selective abdominal angiogram [third order] of the lower abdominal extremities for deployment of a right renal artery stent, when the catheter tip kinked and detached. The physician had acquired open unilateral subclavian artery access for delivery of endovascular prosthesis [stent] via infraclavicular or supraclavicular incision. A 12f sheath was successfully placed. Through the 12f sheath a steerable sheath was placed and a 100 cm 5f diagnostic catheter was introduced. The physician states that a significant amount of torque was placed on the steerable sheath when it kinked. When the physician tried to remove the diagnostic catheter the first 12-20 cm detached at the kink and remained within the steerable sheath. The steerable sheath was removed together with the catheter tip and passed off the sterile field. The patient tolerated the procedure well. No patient injury to report.